Manufacturer narrative:
The service engineer (se) replaced the breath delivery (bd) power controller printed circuit board (pcb). The se performed calibrations and extended self-testing on the device and all tests passed. Product analysis: a bd power controller pcb was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; functionality testing was performed and no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the reported issue was verified and the root cause was isolated to an electronic component (c4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator had an intermittent fault with the breath delivery audio test. The ventilator was not in use on a patient at the time of the reported event.